Event description:
User facility reported a needle stick injury occurred involving the MFR's device. Nurse reported that after giving pt the injection of neupogen sj 480 mcg., the nurse went to activate the needle guard (shield) and it jammed. Nurse tried to release the jam and the guard jerked, causing the nurse to stab finger with the needle that had just been used to inject pt. Finally, the guard activated. No blood or particles (was observed) on needle after giving injection. Device was not returned for eval. Device was discarded by user facility.

Event description:
Medical assistant (ma), 24, rec'd needlestick on 1/14/02; left index finger was stuck; ma scrubbed finger w/betadine;